Event description:
After end of treatment with the patient on the precise table, the therapist unlocked table x-y control and proceeded to manually move table top in the gun to target direction. As the table top was moving, unknown to the therapist, the patient moved the right hand from the pelvis where it was positioned for treatment and grabbed the side of the table top. The patient's middle finger was injured between the table top and the table base. The staff applied first aid and transferred the patient to the hospital for further treatment. The patient required 6 stitches to the finger.

Manufacturer narrative:
The operator was present and was responsible for table movement. A service recommendation, for a modification kit that would reduce the severity of an injury should a patient move their hands and take hold of the side of the table is now available. As a preventive action measure these mod kits will be installed at all locations in the united states.